Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Evaluation summary a consumer reported that a male patient who uses a humapen ergo device stated the "insulin did not leave the device, the cartridge was loose and the tabs were broken." The patient experienced hypoglycemia and hyperglycemia. Investigation of the returned device (batch 0604a01, manufactured april 2006) found the cartridge holder engagement tabs were present and not broken or cracked, however, the device was found to have two broken spring arms which may account for the patient's perception of a loose cartridge. The device was also found to have a broken flange which is consistent with excess force applied to the device while in the field. Dose accuracy and glide force testing could not be performed because of the damage to the broken flange. The reportable malfunction of a cartridge holder two tab breakage was not confirmed, but a malfunction was identified due to field damage. The humapen ergo user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The user manual also instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The device was in use for 7 years. The patient also reused needles. This may be relevant to the complaint of hyperglycemia.

Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer, concerns a pediatric caucasian male patient of approximately (B)(6). Medical history of the patient included type 1 diabetes and attention deficit. Concomitant medications included insulin glargine for glycemia control and methylphenidate hydrochloride for convulsion and attention deficit. The patient received insulin lispro (humalog), via reusable pen, 4 iu each morning fasting, 5 iu or 6 iu at lunch, 5 iu each evening (dose was variable according to blood glucose test), subcutaneously (in the arm, abdomen, thigh and buttocks), for type 1 diabetes, beginning in (B)(6) -2007. In 2008, unknown time after beginning insulin lispro via humapen ergo burgundy/clear (lot number 0604a01 associated to product complaint number (B)(4)), the patient injected high doses of insulin lispro (values not provided) and experienced hypoglycemia and seizure. According to reporting consumer, the patient was hospitalized, due to these events (admission date not provided) and received serum glucose as corrective treatment and recovered from the events on unspecified date. It was reported that patient remained hospitalized for one day. On (B)(6) 2014, the patient experienced headache, retching, nervousness and pallor as symptoms of hyperglycemia. The consumer reporter stated that these symptoms occurred only when the patient had hyperglycemia. It was stated the hyperglycemia occurred because the humapen ergo burgundy/clear was with the both engagement tabs broken, the medication was not delivered and the cartridge was floppy ). It was reported that the patient reused the same needle each two injections. As corrective treatment the patient received insulin lispro. It was stated that on unspecified date when the patient had flu and cold he experienced hyperglycemia as well. The hyperglycemia occurred frequently but the dates and the reason were not provided. The patient underwent a glycemia exam every day (results not provided). The patient did not recover from hyperglycemia and it was unknown if he recovered from flu and cold. The insulin lispro treatment was continued. The device was operated by patient and he was trained by a nurse. The patient had used this device model (manufacture date apr2006) and the reported device for seven years. The device was returned on 17jul2014. The reporting consumer did not provide an assessment of relatedness between the events of flu and cold and insulin lispro. However, the consumer reporter related the events of hypoglycemia, seizure and hyperglycemia with insulin lispro. The hyperglycemia was related with humapen ergo burgundy/clear that was with the both engagement tabs broken and with the diet of the patient (eats much carbohydrates and sweets). Update 03jul2011. Additional information received 27jun2014from the global product complaint database (processed at same time as the initial case). Entered EU/ca fields and updated the narrative accordingly. Update 11jul2014: upon review of this case on 11jul2014, the case was opened to update the patient's age to (B)(6) on the patient tab to correspond with the correct date in the narrative, and to update the follow received date from 17jul2014 to 27jun2014 in the update statement from 03jul2014. Update 07aug2014. Additional information received 06aug2014 from the global product complaint system. To the device page added returned date, manufactured date, changed malfunction to not cirm, added the device specific safety summary (dsss), updated the EU/ca fields, medwatch fields, and updated the narrative accordingly.

Event description:
(B)(4). This spontaneous case reported by a consumer, concerns a pediatric caucasian male patient of approximately (B)(6). Medical history of the patient included type 1 diabetes and attention deficit. Concomitant medications included insulin glargine for glycemia control and methylphenidate hydrochloride for convulsion and attention deficit. The patient received insulin lispro (humalog), via reusable pen, 4 iu each morning fasting, 5 iu or 6 iu at lunch, 5 iu each evening (dose was variable according to blood glucose test), subcutaneously (in the arm, abdomen, thigh and buttocks), for type 1 diabetes, beginning in (B)(6) 2007. In 2008, unknown time after beginning insulin lispro via humapen ergo burgundy/clear (lot number 0604a01), the patient injected high doses of insulin lispro (values not provided) and experienced hypoglycemia and seizure. According to reporting consumer, the patient was hospitalized, due to these events (admission date not provided) and received serum glucose as corrective treatment and recovered from the events on unspecified date. It was reported that patient remained hospitalized for one day. On (B)(6) 2014, the patient experienced headache, retching, nervousness and pallor as symptoms of hyperglycemia. The consumer reporter stated that these symptoms occurred only when the patient had hyperglycemia. It was stated the hyperglycemia occurred because the humapen ergo burgundy/clear was with the both engagement tabs broken, the medication was not delivered and the cartridge was floppy (associated to product complaint number (B)(4)). It was reported that the patient reused the same needle each two injections. As corrective treatment the patient received insulin lispro. It was stated that on unspecified date when the patient had flu and cold he experienced hyperglycemia as well. The hyperglycemia occurred frequently but the dates and the reason were not provided. The patient underwent a glycemia exam every day (results not provided). The patient did not recover from hyperglycemia and it was unknown if he recovered from flu and cold. The insulin lispro treatment was continued. The device was operated by patient and he was trained by a nurse. The patient had used this device model and the reported device for seven years. The return of the device was expected. Complaint suggestive of reportable malfunction/incident. Will investigate further. The reporting consumer did not provide an assessment of relatedness between the events of flu and cold and insulin lispro. However, the consumer reporter related the events of hypoglycemia, seizure and hyperglycemia with insulin lispro. The hyperglycemia was related with humapen ergo burgundy/clear that was with the both engagement tabs broken and with the diet of the patient (eats much carbohydrates and sweets). Update 03jul2011. Additional information received (B)(6) 2014 from the global product complaint database (processed at same time as the initial case). Entered EU/ca fields and updated the narrative accordingly. Update 11jul2014: upon review of this case on (B)(6) 2014, the case was opened to update the patient's age to 12 on the patient tab to correspond with the correct date in the narrative, and to update the follow received date from 17jul2014 to 27jun2014 in the update statement from 03jul2014.